Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection revealed the lip of the pin trl lnr neut 520dx36id fractured. Broken fragments were not returned for evaluation. Additionally, device exhibits signs of scratches and heavy usage on the overall surface. Fracture observed can be consistent with a component failure that was caused by exposure to unintended forces. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Where scratches were observed, potential cause can be consistent with other tools and hard edges coming in contact with the device. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the pin trl lnr neut 520dx36id would have contributed to a device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that patient underwent a total hip replacement on (B)(6) 2024. The 11 broach would not accept any trial neck and appeared to be slightly bent.